Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis.approx. 30 cm distal to the is-1 connector pin the lead body was found squeezed and deformed, consistent with the provided photos. The insulation as well as the coating of the conductor cables to the ring electrode and to the shock coil were damaged in this region. This damage can be considered as the root cause of the noise, mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. Furthermore the analysis revealed a rubbed through insulation 29 cm distal to the is-1 connector pin which most likely resulted from constant friction against another implantable device such as a nearby lead. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - on (B)(6) 2017 noise was found on the rv lead and also on the st jude atrial lead. On (B)(6) 2017 physician explanted both leads. It was clear that the leads were crushed at the subclavian.